Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, the device would not bow completely during testing. The cut wire on the tome was not broken. The device was never used within the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the cutwire was kinked/bent .

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (wire won't bow). These codes were selected by the manufacturer based upon information obtained from the user facility and do not fully reflect the condition of the device following the device investigation. A visual examination revealed that the working length was twisted and the exposed cut wire was intact. However, excess slack was identified in the cut wire and it appeared kinked/bent. Functionally, the device would not bow past 90 degrees which fails to meet the minimum bowing specification. The condition of the returned incident device was consistent with the complaint that the wire would not bow completely. Based on the evaluation, the cut wire was kinked/bent which limited the device bow. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the observed damage is likely due to customer usage/handling. Therefore, the most probable root cause is handling damage.